Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: neu_wrench_acc, serial# unknown, product type: accessory. Final analysis of the implantable neurostimulator (ins) ((B)(4)) revealed that ins experienced normal battery depletion.

Event description:
Information was received from a health care provider regarding a patient who was implanted with neurostimulators for parkinson's dual and movement disorders. It was reported that the device malfunctioned and it was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.